Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have passed out three times from walking through a metal detector and that their implantable pulse generator (ipg) just "shuts off". They also reported that their heart rate drops to thirty or thirty five beats per minute. The ipg remains in use. No patient complications have been reported as a result of this event.